Manufacturer narrative:
The customer reported problem was confirmed. Explained problematic fault of error associated to unit. Suggested to customer to flash the operate software onto the device. Informed customer that the preventive maintenance task may need to be executed, after the process. Informed customer, if the problem persists, they will need to repair/replace the logic board. Customer will call back if any further concerns need to be addressed. End call. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/08/2011 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a system error code. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Explained problematic fault of error associated to unit. Suggested to customer to flash the operate software onto the device. Informed customer that the preventive maintenance task may need to be executed, after the process. Informed customer, if the problem persists, they will need to repair/replace the logic board. Customer will call back if any further concerns need to be addressed. End call a review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2011 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a system error code. There was no patient involvement.